Manufacturer narrative:
Customer technical support (cts) has provided a replacement ssvt-1 centrifuge. No hardware has been returned for further investigation. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the rt12 rotor broke during use of the statspin ssvt-1 centrifuge. The customer confirmed the rotor shattered while running the normal spin cycle. The shield was in place and pieces were contained within the centrifuge. No reports of harm or injury, no customer exposure, and no medical attention was received.